Event description:
Major pump unit(s) involved: blood pump, device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: vad 5030; internal pump. Specific component(s) involved: other component malfunction, specify. Additional text: other component: internal pump. Causative or contributing factor: other cause: intervention(s): replacement of pump. Other intervention: implant device type: lvad. Malfunction device type:.